Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was fired but the tissue was not closed. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.